Manufacturer narrative:
The unit was received with blank display with the problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify stuck at number 6 or any alarm due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the insulin pump and the display returned. A new battery cap was sent to the customer; however, the blank display anomaly recurred while using the replacement battery cap. The insulin pump was returned for analysis.